Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; partial lead returned in segments it was reported that there was a lead fracture, high impedance, oversensing, and noise. It was also reported that the patient received several inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn impedance, high interference lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that there was a lead fracture, high impedance, oversensing, and noise. It was also reported that the patient received several inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.